Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that a patient showed up in the emergency room (ER) with a new, constant pain, as well as pain with eating. They had been throwing up constantly since the night prior to the report. Their device was replaced in (B)(6) 2016, for unknown reasons, and the healthcare provider (hcp) has the patient on very high settings. The patient was wondering if the battery was still working. Their pain with eating started about a week and half ago, but was attributed with social stressors. They had a decreased appetite and a new constant pain in their abdomen. Follow up stated that the rep saw the patient and their battery was low. They were going to follow-up with their healthcare provider (hcp) asap. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.